Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a possible fracture. Low pacing impedance was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.